Event description:
It was reported that error code 200.5040 occurred on a pump module. There was no reported patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 08/09/2018 to 09/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that error code 200.5040 occurred on a pump module. There was no reported patient involvement.